Event description:
A heart valve replacement pt had prothrombin time tested the day they left the hosp, inr 3.4. They went to the physician's office in 2004 and inr on suspect device was 6.8. Technician felt this was too high so did lab draw, inr=3.4. No treatment given based off of suspect device. Controls were stated to be within range.